Event description:
It was reported that the pulse generator tripped premature elective replacement indicator ¿ eri on (B)(6) 2017. There was no change in pacing output; the patient only paces at 1%. It was also noted that the patient¿s chart had a note stating the device was programmed to aai mode on an unknown date due to right ventricular lead damage; no further information was available on the lead. The patient was asymptomatic. No intervention was performed at this time.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2018 and the chronic right ventricular lead was placed back in the new generator and the new generator was programmed to aai mode. The patient was in good condition prior and post procedure.

Manufacturer narrative:
Interrogation of the device revealed the pulse generator was in backup mode when received, very likely caused by exposing the device to electrocautery during the explant procedure. Evidence from the device image show there was a false eri triggering consistent with the device being set to auto-capture and high output mode at times. After re-loading the product code and programming the device to nominal and field settings, the pacer was tested and the results demonstrate normal functionality. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.